Event description:
Female patient involved in a plane crash with multi system trauma, patient was code blue and on zoll monitor, after being defibrillated twice the monitor stopped working, no EKG pattern appeared on the screen and the screen remained black. The patient had IV fluids via an plum pump was being bagged by hand with a pmr 2 bag maskdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-93. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.